Event description:
Medtronic received information regarding a navigation device being used intraoperatively during a functional endoscopic sinus surgery (fess). It was reported that while tracing the left hand side of the face, they were light blue as if collecting under the skin. This only occurred on the left hand side of the face. Only points collected on left side of the model were light colored. It was confirmed that they were non-heavy handed and 3d model editing. Repositioning the emitter did not resolve the issue. There was a surgical delay of less than one hour. There was no impact on the patient outcome. Additional information was received. Accurate registration was possible. The site kept tracing until the minimum trace bar was completed. This took about 5 minutes but they got an accurate registration on the first registration.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version #: 1.3.2 f1908: delay of less than one hour f26: no patient impact h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.